Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found deterioration of the bending section rubber adhesive with missing part plus winding thread was visible; control unit forceps lever was discolored; control unit grip unit had wear and tear; light guide mount ring painting had melted; master plug unit was cracked, and video connector case unit had scratching mark. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope bending rubber cover was worn. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, a deterioration of the objective lenses gluing with missing parts was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress caused by the chemical solution used. Olympus will continue to monitor field performance for this device.